Event description:
Cross connector broke at the joint between the ball & socket and the rod connector. A revision surgery was conducted in 2006 to removed the broken implant and a screw that had loosened. A replacement screw and 3 new cross connectors were used on the revision surgery. The surgeon felt that the pt's weight (+300 lbs) and degree of scoliosis were factors in breakage & revision requirements.

Manufacturer narrative:
Evaluation summary: the device history file was reviewed for lot # w3905, including material certificates, 3rd party material testing, and the inspection report and no non-conforming issues were noted with the material or manufacturing of the part. There have been no other reported issues of this type for any of the over 1700 prior sales of adjustable cross connector.